Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found a warped heater tray. The go/ no go gauge check failed. The go check slightly failed at the all three points of the rear edge of the heater tray, and the go check failed slightly at the left side (display side) of the heater tray. The heater tray did not bottom out with the top cover cabinet when placing a 5000 gram weight on the heater tray. Further inspection of the heater tray revealed that the tray had a slight bend or warp which is the cause of the go check failure. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading errors. A review of the patient¿s treatment records identified that the patient drained 5229 ml during drain 1 and 4099 ml during drain 2 of the treatment. These drain volumes are 262% (drain 1) and 205% (drain 2) of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler. A new cycler was issued to the facility. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient did not complete treatment. The facility has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.